Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and not available for return to the manufacturer for evaluation. Procedural or medical imaging was not provided. Therefore, the event as reported could not be confirmed.

Event description:
It was reported through a pms that an unruptured right va fusiform aneurysm was not occluded and the physician performed retreatment on (B)(6) 2021. The first flow diverter was originally implanted on (B)(6) 2020 and left in place. A second flow diverter was implanted. This was not an adverse event. The aneurysm size was 17mm in neck length and 17mm in width. The parent vessel diameter was 3.46mm on the proximal side and 3.18mm on the distal side. The patient had a history of high blood pressure. There was no patient health damage.

Manufacturer narrative:
Procedure note medical review: procedure note medical review for complaint: (B)(4). A detailed procedure note medical review has been performed for complaint: (B)(4). Data review indicates that a fred stent was originally implanted on (B)(6) 2020. Additional treatment with a fred device was performed due to failure to achieve aneurysm. Additional treatment with fred was performed on (B)(6) 2021. Data review indicates that the operative physician has indicated that the aneurysm was not occluded, and the physician performed retreatment and indicated that this was not an adverse event. Procedure note medical review conclusion for complaint: (B)(4). A detailed procedure note medical review has been completed. Data review indicated that the operative physician has made a declarative statement that this is not an adverse event against the device, the procedure is a retreatment due to failure to achieve aneurysm occlusion. Operative physician has made declarative statement that there is no patient injury associated with the retreatment. Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event.